Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received for evaluation. Visual inspection was performed and the pvc film was observed separated from the clear acrylic molded cassette at one of the bottom corners pressure test was performed, and a leak was observed in the bottom corner of the cassette due to the pvc film being lifted from the acrylic mold.the cause of the leak was due to an incomplete weld that occurred during the welding process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the pvc film of a homechoice cassette was observed separated from the clear acrylic molded cassette at one of the bottom corners which resulted in a leak that led to a system error 2240 (air in line/set) alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.